Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic with af and intermittent undersensing on the v sense amp and the discrimination channels. Undersensing was caused by small amplitude signals. No malfunction was suspected. Programming changes were made. The patient is doing fine.

Event description:
It was noted that episodes of vf were also observed after the surgery. These egm's were overwritten. The physician suggested that episodes of arrhythmia were due to surgery.